Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue and housing damage issue were verified. Based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The t:slim pump user guide states, "caution it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 30 mg/dl. Reportedly, the cause of the low bg levels were due to the inaccurate time and date on the pump; the contact reported this issue may have led to the customer receiving inaccurate basal rates during certain times of the day. The customer consumed carbohydrates to address impacted bg level. The customer would continue to use the pump for insulin therapy.